Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one patient had 2 identification numbers and customer informed 1 profile had some medication, the other identification number had the other medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the patient had two ids due to human error by the active directory (adt) team. The technical support specialist (tss) checked and found that the patient was supposed to have only one primary ID, with the ability to have multiple visit ids. However, there were two primary ids assigned to the same patient, and the first and last names on the two accounts were not even the same. The tss instructed the customer to contact the adt team to resolve the issue. The tss shared the findings related to the device and closed the case.